Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported via nbir right side reoperation reasons noted as other capsular contracture, baker grade-4, suspected/actual rupture/deflation, change shape/size/style. Device has ben explanted and replaced.